Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's allegation that the balloon fell off was not confirmed. Based on the results of the investigation, it was likely that a load was applied and that dislodged the balloon after the scope was removed from the body. However, a definitive root cause could not be determined. The event can be detected and/or prevented by following the instructions for use which state: ·never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it, and could result in patient injury. ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-7b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasonic image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Please see correction to h11. Update to h6 type of investigation, and to investigation findings. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the device was discarded and the actual lot number of the device is unknown. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus tried to replicate the reported failure using the distal covers returned from the customer (lot. 27k and 37k) in combination with olympus test scope bf-uc290f: 20211000519 and there were no abnormalities. However, the likely cause of the reported event is due to the balloon was detached due to the load that was applied after the scope was removed from the body. Additionally, it was confirmed a lack of lubricant applied to the balloon may have contributed to this event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue as it was discarded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the balloon was not found attached to the scope after previously being used in a endobronchial ultrasound bronchoscopy (ebus) procedure. Upon further searching, the balloon was found on the floor of the procedure room between the patient's bed and the stack where the scope was hanging. There was no report of delay or patient harm. This report is linked to the patient identifier, (B)(6).